Event description:
A patient reported blood glucose results of 192 mg/dl with a lifescan meter and 153 mg/dl on a laboratory device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucsoe results exceeds lifescan's criteria for accuracy. Meter and test strips were replaced.